Event description:
Pt was receiving continous infusion of chemo (5fu) via pump. Tubing from pump was connected to pt's port tubing by way of a threaded lock cannula. The cannula became unscrewed from this port and tubing resulting in blood back up into IV tubing. Pt was on an anticoagulant and this happened before pt went to bed for the evening, around 10:30 pm. Pt was alert and oriented, clamped his line and called his nurse.